Event description:
Customer reported a ventilator that failed while on a pt with no alarms. According to the customer, biomed checked the unit, but was unable to find any problem with it. There was no indication of actual errors, or problems in the error log. The only listed items were configuration lost and setting lost.

Manufacturer narrative:
(B)(4). Customer advised carefusion technical support that biomed was going to run the unit for a week to see if he can reproduce the problem. The unit will be held by the hospital until further notice.